Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where her lead was revised. It was noted during the procedure, the physician was unable to insert the lead into the ipg header. Therefore, the ipg was explanted and replaced (reference MFR. Report#: 1627487-2015-05381). Reportedly, the patient has effective therapy postoperative.